Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an elastomeric pump underinfused. The device was disconnected at the time when the infusion was expected to be complete. However, approximately half of the chemotherapy drug was remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.